Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / increasingly intense pain") in a female patient who had essure (batch no. 646518,627740) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included esophageal reflux, heartburn, constipation, dysuria, polydipsia, lip pain, hyperlipidemia, gastroesophageal reflux disease, acute bronchitis, leukorrhea, neck stiffness, joint instability and ovarian cyst. Previously administered products included for an unreported indication: depo on (B)(6) 2009. Concomitant products included aciclovir (acyclovir), fluconazole, fluconazole (diflucan), ibuprofen and naproxen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen"). In 2010, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2015, the patient experienced mood swings ("hormonal changes-mood swings"), alopecia ("hair loss") and hot flush ("hormonal changes-hot flashes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("increased bleeding during menstruation / bleeding"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, fatigue, alopecia, vaginal discharge, weight increased, dysmenorrhoea, hot flush, back pain and abdominal pain lower had resolved, the menorrhagia had not resolved and the headache and mood swings outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: events started out minor and gradually increased in intensity. As a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Discrepant information regarding essure insertion date- earlier it was (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Amendment: the report was amended on 03-jan-2019 for the following reason: intervention required ticked. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains / increasingly intense pain') and embedded device ('embedded within the upper endomyometrium') in a 24-year-old female patient who had essure (batch no. 646518,627740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included esophageal reflux, heartburn, constipation, dysuria, polydipsia, lip pain, hyperlipidemia, gastroesophageal reflux disease, acute bronchitis, leukorrhea, neck stiffness, joint instability and ovarian cyst. Previously administered products included for an unreported indication: depo on (B)(6) 2009. Concomitant products included aciclovir (acyclovir), fluconazole, fluconazole (diflucan), ibuprofen and naproxen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), mood swings ("hormonal changes-mood swings"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and hot flush ("hormonal changes-hot flashes") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("embedded within the upper endomyometrium") and menorrhagia ("increased bleeding during menstruation / bleeding"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, fatigue, alopecia, vaginal discharge, weight increased, dysmenorrhoea, hot flush, back pain and abdominal pain lower had resolved, the embedded device, device expulsion, headache and mood swings outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, embedded device, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: events started out minor and gradually increased in intensity. As a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Discrepant information regarding essure insertion date- earlier it was (B)(6) 2011 no. Of coils on left: 12. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-oct-2020: mr received. Reporters information were updated. Event:embedded within the upper endomyometrium were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains / increasingly intense pain') and embedded device ('embedded within the upper endomyometrial') in a 24-year-old female patient who had essure (batch no. 646518,627740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included esophageal reflux, heartburn, constipation, dysuria, polydipsia, lip pain, hyperlipidemia, gastroesophageal reflux disease, acute bronchitis, leukorrhea, neck stiffness, joint instability and ovarian cyst. Previously administered products included for an unreported indication: depo on (B)(6) 2009. Concomitant products included aciclovir (acyclovir), fluconazole, fluconazole (diflucan), ibuprofen and naproxen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), mood swings ("hormonal changes-mood swings"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and hot flush ("hormonal changes-hot flashes") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("embedded within the upper endomyometrium") and menorrhagia ("increased bleeding during menstruation / bleeding"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, fatigue, alopecia, vaginal discharge, weight increased, dysmenorrhoea, hot flush, back pain and abdominal pain lower had resolved, the embedded device, device expulsion, headache and mood swings outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, embedded device, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: events started out minor and gradually increased in intensity. As a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Discrepant information regarding essure insertion date- earlier it was (B)(6) 2011 no. Of coils on left: 12. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2009: total bilateral occlusion. Lot number: 627740 manufacture date: 2008-07 expiration date: 2010-07. Lot number: 646518 manufacture date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.